Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve procedure. For the second firing, loaded the reload onto the powered stapling handle. Cycled the stapler and went in the site. During the firing before it even reaches the 30 mark the firing stopped. The surgeon tried again and didn't work. Changed the handle and the reload and the operation went out smoothly. There was no patient harm. The powered stapling handle had been giving errors before and was not working at all, then it worked after several days of not in use.